Event description:
The customer reported that the display was not functioning. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the display was not functioning. There was no report of pt involvement or adverse pt impact. The philips field service engineer (fse) evaluated the device and confirmed the malfunction. Replacement of the control pca resolved this issue. At the discretion of the fse, the lcd display and display inverter were replaced also.